Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronics.

Event description:
The customer called to report a blank display after the insulin pump was submerged in water. Troubleshooting was performed, and the insulin pump alarmed battery out limit, then had a frozen screen. Unable to clear the alarm. Nothing further was reported.